Event description:
Pt reported that test does not start on their meter. They tried 2 different vials of test strips and confirmed proper technique. Issue was not resolved in trouble shooting. On another meter they was able to get a reading of 128mg/dl. No adverse events. Meter has been replaced for pt.